Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A a complete lead was returned for analysis. External insulation abrasion exposing the outer coil due to friction to another device or feature of the heart can was noted at 42.0 cm to 42.8 cm and 45.0 cm to 45.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.